Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), genital haemorrhage ("irregular bleeding"), menstruation irregular ("irregular menstrual cycles") and infection ("infection"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2009. At the time of the report, the pelvic pain, migraine, genital haemorrhage, menstruation irregular and infection outcome was unknown. The reporter considered genital haemorrhage, infection, menstruation irregular, migraine and pelvic pain to be related to essure (ess205). The reporter commented: infection w/IV antibiotics or hospitalization- yes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.